Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that her belt had gelled. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon eval, it was discovered that the cable from ECG b to ECG c looses its ss (side-side) channel when the cable is flexed. The cause of the loss of ss signal was a damaged wire within the cable section. The root cause of the cable damage cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.